Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the epg (external pulse generator) was not functioning, even after turning it on/off, removing the battery, etc. An error message was displayed. There was no patient involvement.